Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected battery out limit alarms noted. The insulin pump was received with an intermittent button due to moisture damage on the keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. The insulin pump was received with cracked case on the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, she has been having issues with the insulin pump. Customer stated she was trying to bolus and the number kept scrolling. The device alarmed button error and now it had has a battery out limit alarm. Customer didn't know her blood glucose level. Customer stated she didn't recall anything, but she was at the pool but had the device in a plastic bag. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis. Troubleshooting for keypad anomaly was performed with the same result as the button error troubleshooting. Battery out limit troubleshooting was performed and was finished due to the keypad issue.